Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Event description:
It was reported that during an ICD change out, the svc connector pin was in a kinked position within the pocket. A visual inspection of the lead revealed an insulation break. The svc connector pin was capped and the device was reprogrammed with svc off.